Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient had been auto discharged but was still admitted. A technical support specialist successfully readmitted a patient by following steps from the enterprise server 1.6 user job aid. The reverse discharge setting was enabled, and the patient was readmitted by undoing the discharge and applying a new discharge date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient had been auto discharged but was still admitted. The customer tried to undo the discharge but was not allow that function. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.